Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified and a complete potential cause cannot be determined. In addition, functionality issues cannot be assessed through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint ws not confirmed as the photographs attached are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported during the procedure, the doctor decided to place the condylar support plate to give more support to the fracture; for this he requested to use the mipo system. When mounting the system, it was observed that there was not enough grip between the system and the plate. Still, it was decided to show it to the doctor; when he took it to place it, it was completely dismounted from the system. It proceeded to re-assemble it, but again there was no grip between the system and the plate, so the doctor decided to help in the placement of the mipo system. When trying to fix it on the plate it was observed that it did not hold it; therefore it was decided to try another plate, in which it did work. The doctor finally decided to place the system with the plate that did work.